Event description:
It was found during a baxter evaluation that a pump failed to detect an upstream occlusion. There was no patient involvement.

Manufacturer narrative:
Manufacturer reference no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation found the pump to fail upstream occlusion testing. Further investigation found a white residue from a dried cleaning agent was building up under the pressure plate holders and caused the pressure plates to get stuck. The door and all the door components were replaced.